Event description:
Reporter noted several (four or five) corneal burns occurred, possibly due to intermittent aspiration. Required multiple sutures to close wounds. Pts had significant astigmatism, but no sequelae two months post-op. Prognosis reported as excellent.